Event description:
It was reported that during a meniscus repair procedure, the two t implants of six fast-fix 360 deployed simultaneously. The procedure was successfully completed without surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: most of the reported devices were received for evaluation. A visual inspection revealed that they are not in their original packaging. 4 of the insertion devices were returned in the pret1 setting with no suture or implants returned, the 5th device was returned in the pret2/postt1 setting with no suture or implants returned. There is biological debris on all the devices. A functional evaluation found the returned devices cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.